Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8325625. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. Our investigators noted a small crack was found during leakage testing that was located on the adapter. Based on the evaluation of the sample and a review of previous investigations it was determined that through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study (CAPA 642738) to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the children were admitted to the hospital. After admission, they were given symptomatic treatment such as anti-infection, antipyretic, fluid replacement and so on. On (B)(6) when indwelling intravenous indwelling needle for the children, the outer package of the indwelling needle was dismantled, and the liquid was connected. It was found that the y-type hose needle of the indwelling needle leaked liquid, that is, the indwelling needle was replaced, which did not cause serious impact on the children. The material bank was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the children were admitted to the hospital. After admission, they were given symptomatic treatment such as anti-infection, antipyretic, fluid replacement and so on. On (B)(6) when indwelling intravenous indwelling needle for the children, the outer package of the indwelling needle was dismantled, and the liquid was connected. It was found that the y-type hose needle of the indwelling needle leaked liquid, that is, the indwelling needle was replaced, which did not cause serious impact on the children. The material bank was reported.